Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the supply bag had become disconnected. The technical service representative instructed the patient in clearing the alarms and reviewed proper procedures as per user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. However, a disconnected supply bag is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.